Event description:
Surgeon reported that he observed treatment decentration after hyperopic ablation on pt's right eye, which resulted in an unexpected outcome. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable info becomes available. (B)(4).